Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at 4.0 pounds during prime/delivery test due to faulty force sensor resistor. Motor passed motor test. No compromised force sensor error alarm noted during testing. Unit had minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received excessive compromised forced sensor alarms. Customer states drive support cap appeared normal. Customer's blood glucose was 112 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.